Event description:
The customer reported that the system intermittently did not fluoro and also continued to beep.

Manufacturer narrative:
The ge svc rep removed and replaced the dual mode controller pcb. The c-arm voltage measured at 5.04vdc. The system booted several times and the fluoro was tested. The system is operating as expected.